Manufacturer narrative:
The investigation of this comaplint comprising of an evaluation of the ventilator's logs and an investigation of the defective turbine module has been completed. The field service engineer downloaded the logs, replaced the turbine module and the ventilator was put back in service. The evaluation of the ventilator¿s logs confirms the occurrence of the reported error codes during ongoing ventilation. The error codes were followed by the alarm o2 concentration high, which implies that the turbine module had stopped, and ventilation was continuing with the oxygen gas. The ventilator was set into the standby mode three minutes afterwards. The ventilator failed the blower inlet resistance test during the pre-use check that was performed the day after the event. The returned turbine module was mounted in a reference ventilator. The ventilator failed the blower inlet resistance test during pre-use check with code indicating blower inlet too high resistance. The motor control printed circuit board (pcb) situated in the turbine module was replaced and the turbine module functioned without errors. The cause of the turbine failure was a component failure on the motor control pcb but the component and its cause for failure were not determined.

Event description:
Manufacturer's ref. #:(B)(4).

Event description:
It was reported that the ventilator failed pre-use check but logs show that it had previously generated two technical error codes one indicating turbine module under-voltage and the other low 12 v to turbine module power error. There was no patient harm. Manufacturer's ref. #: (B)(4).